Manufacturer narrative:
Device mfg date now provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Return requested. Replacement detect positioner louver hinge shipped to site. A medtronic representative performed an imaging system check-out, all areas passed. Replaced broken louver cover composite arm with new part. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported performing a test spin with the an imaging system and heard the louver cover scrapping on the inside. The medtronic representative removed the damaged louver cover hinge and the louver cover to resolve the issue. There was no patient present when this issue was identified.